Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt no longer had stimulation. An x-ray was performed which revealed both leads had a fracture. The physician had planned surgical intervention at a future date to address the issue.